Event description:
Related manufacturer report number: 3006705815-2024-01271. This event was reported by the patient via medwatch form number mw5149661 reporter calling to report problems with her implanted abbott device. Reporter states that her device will not go into "MRI mode". Reporter states that an abbott representative assisted her and even they were unable to get the device to go into MRI mode. Reporter states that she needs to have an MRI of her brain but she cannot get one due to this malfunction with her device. Reporter states problems with the device began "about two years ago" and states the device will shock her at random times and "makes my legs jump." Reporter states that due to this, she loses her balance "a lot" and states that her husband has helped prevent her from falling down numerous times. Reporter states she wants abbott to "find a resolution" for the programming problems with her device because she needs to have an MRI. Reference report: mw5149660 surgical intervention is planned to replace the scs system.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that surgical intervention was undertaken wherein it was observed that the patient's lead was fractured. The patient's system was replaced and effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.